Event description:
It was reported that the device failed the therapy delivery test. There was reportedly no patient involvement.

Event description:
It was reported that the device failed the therapy delivery test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The defective capacitor was delivered to the fa lab for the investigation. The reported problem was verified/duplicated during lab tests. The capacitance value was found to be out of tolerance. There is no sufficient information (such as op-check summary log from the parent unit) about the customer use for this complaint.

Manufacturer narrative:
Reporter institution phone: (B)(6). Reporter phone: (B)(6).